Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that while attempting to access the left main artery the guide wire dissected the left main artery. Reportedly the patient underwent an extensive percutaneous coronary intervention with complete revascularization, totaling over five hours, during which time they never required any type of pressors. Additionally, a clot was suspected as the pump flows never flowed above 1 liter and had continuous suction. The impella was removed and successfully replaced with another impella.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. The investigation into the low pump flow and vascular damage has been completed. Per clinical details there were low flows seen at the start of the case with some spikes in motor current. No positioning issues noted but there were suction issues. A clot was seen upon removal of the pump. The root cause of the low pump flow is most likely due to biomaterial. While attempting to access the left main artery the guide wire dissected the left main. The root cause of the vascular damage is most likely due to improper technique by the end user. Impella cp with smart assist system instructions for use for the related event are as follows: as noted in the impella IFU: impella cp with smart assist for use during cardiogenic shock and high risk pci & impella 5.5 with smart assist for use during section: warnings & cautions: cautions as noted in the impella IFU ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: as noted in the impella IFU ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: use of impella with transcatheter aortic valves as noted in the impella IFU ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ this report is being filed as part of a retrospective review of historical records.